Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files confirmed the reported behavior: alerts indicating lead impedance value above 2000 ohms were raised on the programmer screen, with a date prior to the implantation date of the associated pacemakers. - based on available data, the observed issue most probably resulted from an unexpected activation of the device memories during the upgrades of the pacemaker software version, due to a software anomaly. - it should be noted that the unexpected alerts will be removed after the implantation of the pacemakers is confirmed.

Event description:
Reportedly, high impedance measurements were observed in several bluesky pacemakers prior to the implantation, with dates of the alerts corresponding to the last software upgrade, even though the implantation was not confirmed following the upgrade.